Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds. It was also reported the patient experienced occluded vein. The rv lead was capped, and a new lead was implanted on the right side. No patient complications have been reported as a result of this event.